Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. The delivery system was discarded. H6: code d15 - there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6), 2026, the patient underwent an endovascular procedure to treat an abdominal aortic aneurysm (aaa) utilizing gore® excluder® conformable aaa endoprosthesis (cxt361414). Reportedly during the procedure, the constraining loop on the device would not release. When the physician disengaged the constraining mechanism by sliding the red safety lock back while rotating the transparent knob, the top of the device constrained uniformly when the knob was pulled. The cause of this event is unknown. The physician then went into the backup hatch, and line 2 (lock pin) and line 3 (constraining loop line) were removed successfully. When the physician began to pull line 4 (secondary constraining sleeve deployment line), the top stent row of the device was still constrained and would not release so the physician stopped pulling. Subsequently, the physician inserted a molding and occlusion balloon to the proximal end of the cxt device, then inflated it and simultaneously pulled and removed line 4 successfully. The removal of line 4 released the proximal constraining of the cxt without incident and deployed the cxt trunk to full diameter. The remainder of the procedure was completed without issue. The patient tolerated the procedure.